Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an open heart procedure, the right atrial (ra) and right ventricular (rv) leads were accidentally cut. The leads were explanted. The pectoral pacing system was replaced with an abdominal system being implanted. No patient complications have been reported as a result of this event.